Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that implant reached eri based on normal usage. Rep reported that the cause of impedances was unknown. Rep reported that impedance was checked at the highest voltage level multiple times and ran multiple times with the new device and result was the same.

Event description:
It was reported that the representative called to inform that the managing healthcare provider had notified them of abnormal impedance readings in the patient's implantable neurostimulator. The healthcare provider reported low readings for monopolar 8, bipolar 8 and 11, with bipolar and monopolar between 8 and 10 at 700 ohms, and contact 10 also approximately 700 ohms monopolar. The caller noted that these impedance readings had not affected the patient clinically. The patient was seen today for a replacement consult after receiving an elective replacement indicator (eri) message. The replacement is scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.